Event description:
Pt was being transferred using a sara 3000 device. The facility rep stated that the wrong sling was used, the safety strap was not utilized, and the caregiver was alone during the transfer. The pt's foot slipped off of the lift, became entangled, sling slipped up pt's shoulder and they fell from the sling. As a result, the pt suffered a fractured femur.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.